Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Instructions for use: position the blue grip assist on the hand piece. While holding the hand piece with the grip assist, attach the hand piece to the instrument by rotating the instrument onto the hand piece in a clockwise rotation as viewed from the distal end of the instrument (finger tight only). Use the blue torque wrench to tighten the instrument onto the hand piece. Turn the wrench clockwise while holding the hand piece with grip assist until it clicks twice, indicating that sufficient torque has been applied to secure the instrument. Note: do not torque the instrument by hand or damage may occur to the hand piece. Note: hold the hand piece with the grip assist and not the instrument handle while applying the torque wrench. Note: do not use any means other than the torque wrench and grip assist to attach or detach the instrument from the hand piece. Warnings: blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times. Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided.

Event description:
It was reported that during a thyroidectomy procedure, the shaft of the instrument began to get excessively hot. The hand activation buttons stopped functioning. User continued with the instrument to complete the procedure with the foot pedal activation.